Event description:
Pt called from the hospital ER to report that at 3:00 pm pdm blood glucose result was "high" (>500 ng/dl) while the hospital's I-stat test result was only 387 mg/dl. At 6:33 pm, the pt's pdm read 225 mg/dl and the I-stat test was 88 mg/dl. Diagnosis and treatment were not reported.

Manufacturer narrative:
The returned product was thoroughly evaluated and found to be functioning within specs. The blood glucose measurement malfunction reported by the pt could not be duplicated or confirmed. The qualification records for the product lot were evaluated and all acceptance criteria were met. The omnipod user's guide advises that "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel," and also "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately."